Manufacturer narrative:
(B)(4) . This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported the caregiver administered medication (unspecified) through the supply bag. At the time of this report, the patient outcome of this event was not reported. Pd therapy was ongoing. No additional information is available.